Event description:
When drawing blood from pt power port, blood collection adapter appeared to malfunction. When removing vacutainer, plastic on top connecting part shattered into multiple pieces. The attached connecter tubing then became jammed resulting in a potential air entry.